Event description:
Bed found in storage area. Tagged "out of service". Brake and steer casters do not hold. No injury reported.

Manufacturer narrative:
Technician found that the brake and steer casters do not hold when set replaced casters to resolve this issue. Bed was found in a storage area in labor and delivery. Tagged "out of service".